Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was failed to close. A field service engineer (fse) replaced the power supply due to a damaged plug inlet. Additionally, replaced the half-height cubie drawers main 4-1 and 4-2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer release tab and latch was broken and power supply pin issue. The customer stated that they were unable to issue the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.